Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a battery status of end of life (eol) after one year of implant duration. The device was explanted, replaced and returned to guidant for laboratory evaluation.